Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a female patient that her humapen savvio device was not releasing insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1406v08, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient also reported reusing needles, storing the device in the refrigerator with the needle attached, and not always priming the device. The core user manual instructs to use a new needle for each injection, to not store the pen in a refrigerator, and to prime the device before every injection. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. Troubleshooting of the device was performed, with guidance of a trained professional, and the insulin was then released normally. There is evidence of improper use and storage. The patient reused needles, stored the humapen savvio device in the refrigerator, and did not always prime the device before use. These misuses may be relevant to the event of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) female patient of unknown origin. No medical history or concomitant medications were reported. The patient received insulin lispro (rdna origin) (humalog), unknown dose, frequency, route of administration, indication for use and start date. On (B)(6) 2018, unspecified period after beginning the treatment with insulin lispro via humapen savvio red (lot number 1406v08), reported as in the early morning, the patient experienced high blood glucose. Because her blood glucose was not decreasing with the insulin, the patient went to an emergency room and she underwent a gasometry and a blood glucose exam. The result of the gasometry was not provided and the blood glucose was at 729 (units and normal ranges not provided). As corrective treatment for increased blood glucose it was administered a regular insulin, subcutaneously and intravenously. The event of high blood glucose was considered serious by the company due to medically significant reasons. At the time that patient left the emergency room, her blood glucose levels were at 180. Then, when the patient was at home, her blood glucose levels were at 104. On (B)(6) 2018, while trying to inject the medication, the patient verified that insulin was not being released from the needle ((B)(4), lot number lot number 1406v08). On the same day, the patients blood glucose levels were at 490. The reporter stated that the patient reused the needles, changed the needles once a day, stored the pen with needle and sometimes put the insulin case with the pen at refrigerator. The reporter also stated that the patient may had forgotten to do the calibration of the pen in the early morning in which she tried to inject insulin and noted that her blood glucose was high. No other outcomes, laboratory exams and corrective treatments were reported. The therapy status was also not provided. The patient was the operator of the device, but it was unknown if she was trained. This device model had been used for unspecified period and the reported device had been used for almost two years. It was unknown if device use was continued. The suspect humapen savvio red device associated with product complaint 4331378 was not returned to the manufacturer once usage concerns had resolved. The initial consumer reporter attributed the increased blood glucose to the device, stating that the event occurred because the insulin was not being released from the pen. Additionally, the reporter did not relate the increased blood glucose to the insulin lispro therapy. No other assessment of relatedness was provided. Update 20apr2018: additional information received on 20apr2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the humapen savvio red device associated with (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 23apr018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.